Event description:
On (B)(6) 2026 the user reported that on (B)(6) 2026 they experienced hyperglycemia with a blood glucose of 300 mg/dl. The user was able to treat the high blood glucose by ilet without assistance from a caregiver. The user was treated at home and did not require emergency medical services or hospitalization. The user experienced hyperglycemia while using the ilet. This situation can occur during insulin therapy and is consistent with the reported blood glucose values reaching 300 mg/dl. The user changed the infusion site and continued insulin delivery, after which blood glucose levels decreased to 176 mg/dl. Based on available information, no device malfunction has been identified. The event resolved without the need for emergency medical services or hospitalization. If additional information becomes available, a supplemental medical device report will be submitted.